Manufacturer narrative:
A test reservoir was installed into the insulin pump and did not lock in place due to completely broken reservoir tube lip. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken belt clip slot. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring was missing and the reservoir kept falling out. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.